Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced will be filed under a separate medwatch report number.

Event description:
This is filed to report the third clip detaching from one leaflet. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 torrential. During the procedure, the first clip was implanted without issue. After the first clip was implanted, imaging quality deteriorated due to shadowing from the first implanted clip. A second mitraclip xt (20214r220) was implanted in the patient to further reduce the mr, but detached from the anterior leaflet (single leaflet device attachment (slda)). A mitraclip xtw (20419r273) was implanted to stabilize and further reduce the mr. However, post deployment it also had an slda, as the clip detached from the posterior leaflet. No more treatment was performed and the mr was slightly reduced to severe but remained at a grade of 4. The physician attributed the slda event's to the poor health of the patient's tissue. There was no patient injury or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging anatomy (heavily calcified valve, mitral annular calcification (mac)). The reported poor image resolution was difficult to visualize due to shadowing from the first implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.